Manufacturer narrative:
This device has not been returned at this time, however no device analysis is required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection or sepsis. The device system was not replaced at this time. No additional adverse patient effects were reported.